Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The consumer reported via the manufacturer representative that the patient was experience intermittent burning at the implantable neurostimulator (ins) site. It was unknown whether there were falls/trauma related to the issue, and it was unknown whether the issue was related to positional movement. The patient's group impedance was not checked, and imaging of the system was not done. It was noted that the burning at the ins site began prior to the patient's lead revision in (B)(6) 2015 (captured in manufacturer's report #3004209178-2015-12622). No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.